Event description:
The customer reported a ventilator's was not recognizing the battery. The customer complained that the battery serial number is being all asterisks and not charging intermittently. Additionally, the diagnostic event log (drpt) was assessed and displayed several errors present such as a 1115, 1125, 1124, and 1104 error code. Each indicating a aux alarm supply failed, cbit fan speed error, cbit battery failed, and a post backup audible failed; respectively. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The remote service engineer (rse) advised the customer that they may need to replace the v60 fan, motor controller printed circuit board assembly (pcba), and the power management board pcba. Moreover, the device is currently under warranty and customer has agreed to have the parts ordered and a follow up created for the repair at a later date. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips field service engineer (fse). The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered battery aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.